Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), device dislocation ("migration of essure device"), menometrorrhagia ("dysfunctional uterine bleeding such as menometrorrhagia") and menorrhagia ("menorrhagia") in an adult female patient who had essure (ess205) (batch no. 509792, 621684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included pulmonary embolism, chest pain, herpes simplex type I, depression, hypertension, cardiomyopathy, miscarriage on (B)(6) 2006, migraine, headache, cesarean section and coronary angiogram. Concurrent conditions included menometrorrhagia, smoker and pulmonary embolism. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)-lavh), surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed) ¿ lavh)) and surgery (balloon endometrial ablation). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, menometrorrhagia, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, menometrorrhagia, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Lot number: 509792 manufacture date: feb-2006 expiration date: jan-2008. Lot number: 621684 manufacture date: nov-2006 expiration date: oct-2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation (uterus)/migration of essure device/ migration of essure location of device: uterus'), menometrorrhagia ('dysfunctional uterine bleeding such as menometrorrhagia') and menorrhagia ('menorrhagia') in a 29-year-old female patient who had essure (ess205) (batch no. 509792, 621684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included miscarriage on (B)(6) 2006, pulmonary embolism, chest pain, herpes simplex type I, depression, hypertension, cardiomyopathy, migraine, headache, cesarean section, coronary angiogram and mitral regurgitation. Previously administered products included for an unreported indication: nsaids. Concurrent conditions included menometrorrhagia, smoker, pulmonary embolism, cardiomyopathy, congestive heart failure, coronary angiogram and pulmonary embolism. Concomitant products included acetylsalicylic acid (aspirin), carvedilol (coreg), escitalopram oxalate (lexapro), furosemide, heparin, hydrocodone bitartrate;paracetamol (lortab), lisinopril, trazodone and warfarin sodium (coumadin). On (B)(6) 2007, the patient had essure (ess205) inserted. In february 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In march 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety and mental anguish"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with paracetamol (acetaminophen) and surgery (therma choice balloon endometrial ablation (22oct2007), total hysterectomy (uterus and cervix removed)-lavh and total hysterectomy (uterus and cervix removed) ¿ lavh)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, uterine perforation, menometrorrhagia, depression and anxiety outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, fallopian tube perforation, menometrorrhagia, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Lot number: 509792 manufacture date: (B)(6) 2006 expiration date: (B)(6) 2008 lot number: 621684 manufacture date: (B)(6) 2006 expiration date: (B)(6) 2008 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Concomitant medication and condition added. Events : perforation (uterus) ,psychological or psychiatric problems condition: depression, anxiety and mental anguish, were added. Migration of essure device/ migration of essure location of device: uterus club with perforation (uterus) and device expulsion event deleted. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), device dislocation ("migration of essure device") and menometrorrhagia ("dysfunctional uterine bleeding such as menometrorrhagia") in an adult female patient who had essure (ess205) (batch no. 509792, 621684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)-lavh), surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed) ¿ lavh)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, menometrorrhagia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, menometrorrhagia, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet- events fallopian tube perforation, device dislocation, pelvic pain, vaginal hemorrhage, menorrhagia, device monitoring procedure not performed were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation (uterus)/migration of essure device/ migration of essure location of device: uterus'), menometrorrhagia ('dysfunctional uterine bleeding such as menometrorrhagia') and menorrhagia ('menorrhagia') in a 29-year-old female patient who had essure (ess205) (batch no. 509792, 621684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included miscarriage on (B)(6) 2006, pulmonary embolism, chest pain, herpes simplex type I, depression, hypertension, cardiomyopathy, migraine, headache, cesarean section, coronary angiogram and mitral regurgitation. Previously administered products included for an unreported indication: nsaids. Concurrent conditions included menometrorrhagia, smoker, pulmonary embolism, cardiomyopathy, congestive heart failure, coronary angiogram and pulmonary embolism. Concomitant products included acetylsalicylic acid (aspirin), carvedilol (coreg), escitalopram oxalate (lexapro), furosemide, heparin, hydrocodone bitartrate; paracetamol (lortab), lisinopril, trazodone and warfarin sodium (coumadin). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("anxiety and mental anguish"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication"). The patient was treated with paracetamol (acetaminophen) and surgery (therma choice balloon endometrial ablation (B)(6) 2007), total hysterectomy (uterus and cervix removed)-lavh and total hysterectomy (uterus and cervix removed) ¿ lavh)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, vaginal haemorrhage, genital haemorrhage and metrorrhagia had resolved and the menometrorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, fallopian tube perforation, genital haemorrhage, menometrorrhagia, menorrhagia, metrorrhagia, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding , migration and perforation. Lot number: 509792 manufacture date: feb-2006 expiration date: jan-2008. Lot number: 621684 manufacture date: nov-2006, expiration date: oct-2008 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: ppf received events " gen, abnormal bleeding, metrorrhagia, post procedural complication" were added. Outcome of events "pain, bleeding, migration and perforation" were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("dysfunctional uterine bleeding such as menometrorrhagia") in a female patient who had essure (ess205) inserted for female sterilization. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure (ess205). Company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.